Event description:
It was reported that the episode log indicated non-sustained tachycardia (nst) and apparent t-wave oversensing (twos). The episodes occur during lead impedance measurement. It was further reported that the episodes continued to occur. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A correction has been made on the device (B)(4). The recall code has been removed as there is no remedial action code for these products. Evaluation summary: (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. This condition was identified as a known issue of oversensing during subthreshold impedance measurements.